Event description:
Hold for kh 11/28 it was reported that occlusion alarms occurred. Customer declined troubleshooting from tandem technical support (tts). There was no reported adverse impact. No additional information was provided. Ultimately, the customer reverted to an alternate form of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned